Event description:
During a ptca procedure, the shaft of the catheter broke during insertion into the guide catheter. Following rotational atherectomy of the distal circumflex lesion, the shaft of the maverick2 monorail catheter broke during insertion into the guide catheter. The catheter had been used once and inflated to 6 atm's. No pt injuries or complications were reported.